Event description:
It was reported to philips that the system was unable perform cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was delayed and patient was moved to another room. Philips remote service engineer (rse) analyzed the system remotely and found tube current out of range alert. A philips field service engineer inspected the system onsite and confirmed the reported issue. After reviewing the log, fse found possible sagging filament issue with low current errors. The fse replaced x-ray tube to solve the issue and returned the tube for further analysis. And it was found that there was a vacuum leak with the tube. After replacement of x-ray tube was completed, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.